Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
This is a correction of codes and verbiage in investigation summary(as below). The fse evaluated the device. The fse recommended replacing the therapy pca, however, once the fse was onsite they could not duplicate the issue and confirmed there is no problem. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed.

Manufacturer narrative:
This is a correction of evaluation result code.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the operation check fails. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.